Event description:
Infuse bone graft was implanted posteriorly about 3 months ago. Since then, the pt has seen their regular doctor where pt has had 30+ cc of seroma withdrawn every week since surgery. It is unknown if this seroma is caused by an infection.